Event description:
It was reported that prior to surgery it was discovered that the motor device was "overheating and displaying e6 error". There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  A functional assessment was performed and the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal use and servicing over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.